Event description:
It was reported that the right atrial lead of the cardiac resynchronization therapy defibrillator (crt-d) system had pace impedance greater than 3,000 ohms and a lead fracture was suspected. Signal noise on the atrial lead was also sensed by the right ventricular (rv) lead and resulted in pacing inhibition with two seconds of asystole; the patient was pacemaker-dependent. It was planned to have the patient go into the clinic and program the crt-d with the biventricular trigger on and blanking and lower rate limits adjusted. This rv lead remains in service. No adverse patient effects were reported.